Event description:
Procedure: vats. According to the reporter: on the third firing of the device, when the doctor was removing the device, bleeding was noted from lung tissue. It was also reported that the anvil on the reload was bent 35mm down from the apex of the cartridge and staples did not form. Open staples in the patient abdomen were removed from the patient. Tissue damage and 1 liter of blood loss was reported.